Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The damage was to an amia cassette. The device was received and evaluated for the reported issue. A microscopic inspection was performed and noted the tubing was damaged. Functional tests including leak testing, clamp function testing, and clear passage testing were performed with no issues noted. The reported issue was verified through sample evaluation. However, the cause of the damaged tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette had a slice in it. There was no patient involvement. No additional information is available.